Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is not shifting.as stated on the repair statement additional malfunction on this device: on/off switch has no alarm.